Manufacturer narrative:
The shoulder is a highly mobile and highly used joint, which likely contributed to some instability of the leads in that area. The explanted components were not retained for further testing by the firm, thus the cause of the impedance errors is unable to be conclusively determined, however the most likely cause is a fracture within one of the components.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the suprascapular nerve. After using the system for some time, it was discovered that one of the leads had migrated away from the original implant location as well as returning impedance errors when tested. On (B)(6) 2026 a surgical revision was performed to replace the leads. During the procedure the original ipg was removed from the shoulder area and a new ipg was placed in the upper arm area. The external components were converted from the original therapy disc to the new, smaller therapy disc to accommodate the smaller anatomical location of the ipg.